Event description:
It was reported that the patient experienced an abscess on their spinal cord from an infection. The patient underwent an indirect decompression spacer explant procedure. There were no reported complications postoperatively. The cause of the abscess was unknown. The device will not be returned as it was retained by the facility.